Event description:
In 2009, the patient reported that she was hospitalized in late 2008. She stated that two days prior, her blood glucose elevated to 549 mg/dl at 10:00pm and she bolused 10 units of insulin. The next day, her blood glucose ranged from 163 mg/dl to "hi" on her blood glucose monitor and she bolused throughout the day and did not eat but her levels did not decrease. On the following day, she began to have pain in her arm and she went to the hospital because she knew she was having a heart attack. Her blood glucose measured 967 mg/dl and she was diagnosed with diabetic ketoacidosis and she was disconnected from the infusion device. She was released from the hospital after one week and she stated that she has been sick since that time. She stated that last week she had the flu and diarrhea and she has not been able to function and she is not able to see. At the time of the report, the patient was not connected to the infusion device and she stated that she had been using injection therapy. The patient was informed by the hospital staff that the infusion review malfunctioned. Troubleshooting did not reveal any product issues. Product was replaced and requested to be returned for evaluation.